Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant of the cardiac resynchronization therapy defibrillator (crt-d) deice, there was failure of pacing and capture. Interrogation showed there was increased impedance on the right ventricular (rv), right atrial (ra) and left ventricular (lv) leads. During device revision, the leads were disconnected from the device and every lead was checked alone and all leads measured normally. The same device was reconnected to the leads and it was found there was difficulty connecting lv lead to the connector port and the screw could not be fixed properly. There was no other explanation for this problem except technical problem in the head connector of the device. The device was explanted and replaced and all parameters were excellent. No patient complications have been reported as a result of this event.